Event description:
See medwatch 1219856-2008-00193 for first event involving the same patient. The intra-aortic balloon (iab) was prepped according to the instructions for use. It was inserted via a sheath, but could not be inserted totally because the membrane unwrapped. The iab and sheath were removed. There is no further info available.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.